Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display.

Event description:
The customer¿s family member reported via phone call that there was battery issue. The customer¿s blood glucose level was unknown. The customer was declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.